Manufacturer narrative:
Follow-up #1 date of submission 03/29/2016 device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2016 with the following findings: a review of the black box data showed a call service 064 alarm with high force due to occlusion during prime. During testing, the pump successfully passed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked and the audio bolus button cover was damaged. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.